Event description:
A us distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger resets) was unable to charge due to an internally shorted u13 cmos flash microcontroller on the bedside board. Additionally, contamination was found throughout the charger. The root cause of the shorted microcontroller was unable to be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.